Event description:
On 4/8/95, rptr noted inability to aspirate from catheter. Angiographic studies showed leakage from the catheter at the junction of the first rib and clavicle. On 4/10/95, catheter was removed surgically.